Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed that the outer body catheter was compressed, and wrinkled. The stent was partially protruding. Friction was noted when moving the inner body in the outer body, likely due to the observed anomalies. No anomalies were noted with the stent, inner body, and the rhv (rotating hemostatic valve). While there are several potential causes for the reported partial deployment during use, based on the information available it was not possible to determine the most probable cause for the reported event.

Event description:
It was reported that during the procedure resistance was met and the stent delivery system was removed from the patient. It was noted that the stent had partially deployed. There was no adverse consequence to the patient.

Event description:
It was reported that during the procedure resistance was met and the stent delivery system was removed from the patient. It was noted that the stent had partially deployed. There was no adverse consequence to the patient.